Event description:
It was reported the programmer does not "beep" when it should (successful programming during threshold testing, etc). It was also reported there is difficulty to interrogate, possibly the rf (radio frequency) head. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head passed functional test; no electrical fault found, however, cable is cut. Products: 229047 analyzer. (B)(4).